Manufacturer narrative:
While the product was not returned, a reserve sample was evaluated. It was found to be within specifications and dimensional tolerances. This product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require correct action.

Event description:
A burn patient in the ICU was being transported for surgery, when it was noticed that the microcuff endotracheal tube was kinked below the ett adapter. The tube had been taped in-place. Despite the fact that airflow was not cut off, the endotracheal tube was replaced with another tube. There was no injury or sequela to the patient. Information concerning this incident was reported on 01/22/07 by a member of the kimberly-clark sales team who were soliciting feedback on product performance from various customers and distributors. This product incident is documented in the kimberly-clark product incident database and identified as pir # 49292.